Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a stained end cap sticker, and a scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the message appeared and they could not clear the alarm. Customer was not pressing any button for 3 minutes or longer. Customer uses an energizer alkaline battery. Customer had to discontinue pump use and is following their medical prescription for insulin shots until a replacement arrives. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.